Event description:
It was reported that a patient's device may have depleted to 25% more quickly than expected. The autostimulation feature of the patient's device was not enabled for a portion of the time that the device was implanted. Per the longevity tables, the patient's device should have between 2.4 years and 1.6 years from beginning of life until ifi=yes. Since the patient's device had not yet reached ifi=yes, it is difficult to determine if the patient's device was depleting more quickly than expected, as the device was implanted around 1.3 years. Impedance was within normal limits throughout the available programming history. The device history record showed that the device was laser-routed during manufacturing. The patient had prophylactic generator replacement surgery, but the generator was discarded by the hospital. No further relevant information has been received to date.